Manufacturer narrative:
Analysis of the lead found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a trial patient with an external neurostimulator (ens) vis a manufacturer representative. It was reported that during the procedure, a lead was connected to the wens and it showed ¿unsuccessful connection¿ for 4 contacts. The lead was tried in the opposite port (8-15) and the same contacts were showing as ¿red.¿ a new lead was used, and connection to the wens was successful. No symptoms or complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause of the issue was not known. The lead was sent back for analysis. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.